Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that they were hospitalized due to high blood glucose with blood glucose of unknown. Customer's blood glucose level was 507 mg/dl at the time of incident and current blood glucose level was 172 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.